Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not received a low battery alert prior to the off no power alert. The customer¿s blood glucose level was unknown. The customer was reported that the battery cap was not loose, cracked or damaged. The customer stated that the second occurrence of off no power without a low battery warning. The customer was reported that the insulin pump had failed battery alarm and blank display. The customer was declined to troubleshoot for blank display. The customer was reported that self-test was passed. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no off no power alert, blank display and failed battery test noted.